Manufacturer narrative:
The getinge field service engineer (fse) confirmed that the all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) ECG signal failed. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found no problem with the iabp. The fse check and tested the ECG function with a ECG simulator, and the ECG functional test passed. The reported issue was caused due to the user using an ECG lead wire from another iabp. Additional information is being requested with regard to the status of the iabp,,and a supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) ECG signal failed. No patient harm, serious injury or adverse event was reported.